Event description:
A report was received that the patient was not getting stimulation in the right areas due to the paddle lead experiencing high impedances. The physician replaced the patient's paddle lead. During the explant procedure, the physician sheared 4 contacts off the paddle lead. Two of the four contacts remain in the patient as the physician felt that since they were not in the epidural space, it was safe to leave them in the patient. The other two contacts were retrieved and the patient is reportedly doing well following the procedure.